Event description:
The nurse went into the room to turn on the primary IV pump. The pump did not function. When she opened the pump, she noted the IV tubing to have a weak, bubbled out area in the tubing just beyond the first blue connector. It has the appearance of an aneurysm. Tubing sent to biomed for inspection. This is the second tubing set that has had a problem at the same location at the first blue connector.device #1is this a laboratory device or laboratory test?no.